Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with their implantable cardioverter defibrillator in backup operation. The patient experienced nerve stimulation on the left side. The device was restored to normal function on (B)(6) 2018 and the patient was stable. The patient would be followed normally.